Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure sometime within the last few weeks, the short port btt black inflation valve dislodged/popped out when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used from another kit to complete the procedure. The hospital did not report any pt complications.